Event description:
It was reported that the handpiece began overheating during a procedure involving the removal of third molars. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the nose cone, bearings, and bearing stop, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.